Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# va0uuuf, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she wanted to turn her implantable neurostimulator (ins) off because she's "almost afraid that her wire may have migrated". Patient then stated "she has been having nothing but pain there. It was aching, and sharp pain. It goes away after she move around or sitting on a heating pad. It has been increasing over the past 6 months; particularly the last month and she literally in excruciating pain all the way down my legs and knee". Patient then said "if we turn it off, if a wire has migrated, if it's off could it still hurt me? She might just have sciatica. Patient stated she hasn't been to the doctor in a couple of years. Patient stated she was supposed to go to the doctor last summer but didn't "because was told everything was fine. Patient later reiterated that she was in, so much pain and her device stopped working. The patient indicated that the change of symptom/therapy was gradual in nature. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they have an appointment with the healthcare professional later this week. Patient reported they will have the device removed as soon as possible. Omitted information regarding the patient's pp issues can be found in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient as they wanted to talk to repair department. Patient received the new patient programmer (pp) and they were getting the poor communication message with and without the antenna still, it was the same information as with the old pp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that device was implanted on (B)(6) 2015 and explant was scheduled for (B)(6) 2018. The patient's device was turned off atthis time awaiting surgical removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.